Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. The lens was returned dry, in a specimen cup. Visual inspection found residue on the lens surface and the optic was scratched. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -8.5/+4.0/078 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault. In addition, the surgeon performed enlargement of the pi. The problem was resolved. The surgeon notes "exchange without complication" and "excellent 20/20 od."